Event description:
Problem with the accu-chek ultraflex insulin infuison set. On the morning of 04/02/06, I put in a brand new infusion set. The adhesive was defective but I did not realize it until four hours later when my blood glucose levels were too high. When I checked the infusion set it was completely off the infusion site so that I had not been receiving insulin from my insulin pump for an undetermined amount of time. When I discovered the problem I immediately put in another infusion set and had to give massive doses of insulin with my insulin pump over several hours to compensate for the lack of insulin on board. Even the next day my blood glucose control was not consistent due to the lack of insulin delivery from the defective infusion set. The insulin infusion set is supposed to last three days and then it is removed and discarded. This one lasted for much less than four hours due to the adhesive malfunctioning.